Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6025531, medical device expiration date: 2021-01-31, device manufacture date: 2016-01-25. Medical device lot #: 6056519, medical device expiration date: 2021-02-28, device manufacture date: 2016-02-25. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a brown ring was found at the bottom of a bd¿ syringe with luer-lok¿ after being filled with medication, while another syringe was noticed to have brown spots in the bottom. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that a brown ring was found at the bottom of a bd syringe with luer-lok after being filled with medication, while another syringe was noticed to have brown spots in the bottom. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
One picture and two loose 1ml assembled syringes were received and reported to be from batch #6025531/6056519 (p/n 309648). The samples were visually evaluated. Each syringe had a label attached to the barrel that was about 50% of the barrel length. The syringes were found to have embedded light brown foreign matter in the wall of the barrel step. The foreign matter observed appears to be degraded plastic. It is larger than level 3 in size, which is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: potential root cause for the foreign matter defect is associated with the molding process. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.